Manufacturer narrative:
Estimated patient age at time of event based on age at baseline and date of event. Patient weight at the time of study baseline. : additional information received noted the incorrect device serial number was provided in initial report to mdt: product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2018 explanted: product type extension product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2018 explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp of a clinical study and a manufacturer representative (rep). The high impedance was on electrode pair not in use for therapy, thus there was no defined clinical diagnosis and no symptoms.

Manufacturer narrative:
Serial number updated. Product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2018: product type extension product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2018: product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device information received, which is populated below. D11: product ID: 3708695, serial# (B)(6), implanted: (B)(6) 2018, product type extension. Product ID: 3708695, serial# (B)(6) implanted: (B)(6) 2018, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension; product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Device interrogation on (B)(6) 2018 observed high impedance. There was no applicable clinical diagnosis. The etiology was described as related to device/therapy, not related to procedure and related to the ins and extension(s). No actions had been taken and the event was ongoing. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, implanted: (B)(6) 2018: product type: extension. Product ID: neu_unknown_ext, implanted: (B)(6) 2018: product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was unresolved with no further actions planned.